Event description:
The core universal driver was sent for evaluation due to being running without user activation and reverse rotating on forward command. There was no pt involvement or adverse consequences reported.